Event description:
It was reported that during a coronary treatment procedure, the coating on the tip of the wire came off. After successfully completing the treatment procedures, the physician retrieved the wire. During retrieval of the wire, the tip of the pt graphix int guidewire became stuck on the distal end of the introducer sheath. After pulling the guidewire back out of the sheath, it was noted that a part of the coating of the wire was lost. The detached coating was visible in the artery under x-ray. It is noted that the tip of the guidewire had been manually shaped by hosp staff. Additional info has been requested regarding this event.

Event description:
It was further reported that the procedure performed was a ptca/stenting treatment procedure in which the tip of the guidewire detached. The lesion being treated was a >95% stenotic lesion in the left circumflex coronary artery. The pt had undergone ptca of the proximal dominant circumflex and stent implantation in the middle segment of the first obtuse marginal branch in may of last year. Currently, the physician used a 6f introducer sheath which was placed in the right femoral artery for vascular access. A pt graphix int guidewire and a standard judkins guide catheter were used to access the ostium of the left main coronary artery. Angiography demonstrated that the left circumflex stenosis increased in size immediately after the opening of obtuse marginal branch. Proximally, the middle segment of the first obtuse marginal branch revealed an elongated and clearly flow-restricting in-stent restenosis. Both branches were crossed with a pt graphix int guidewire. An initial attempt to reach the marginal branch stenosis with a 2 mm balloon catheter was unsuccessful and due to vascular kinking not even the proximal section could be passed. A subsequent attempt made with a 1.5 mm balloon catheter was also unsuccessful. The circumflex was then predilated with a 1.5 mm balloon catheter with a clear lumen gain demonstrated on angiography. An unsuccessful attempt was now made to reach the proximal circumflex with a 13 mm phytis side branch stent premounted on a 3.5 mm balloon catheter. Upon retraction of the stent, distinct resistance was felt. In order not to strip off the stent, the entire system including the guidewires was withdrawn, whereby the tip of the guidewire was repeatedly pushed backward and forward and rotated, but could not be removed via the introducer sheath. The introducer sheath was then removed and the guidewire left in place. A 4f dilator was used to straighten the tip of the guidewire. During this manipulation the tip of the wire was severed, leaving the tip in the femoral artery. The pt was stable and asymptomatic during this event. The 4f dilator was removed and replaced with a 7f introducer sheath. Both target vessels were again crossed (the main obtuse marginal branch with a standard spiral guidewire). The circumflex was dilated with the 2 mm balloon catheter. The previously used stent was successfully deployed. The control image showed a good initial result in the area of the proximal circumflex. No further intervention was attempted on the obtuse marginal branch, as it was not able to be crossed. The pt's current status is 'stable'.